Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient encountered ventricular fibrillation (vf) due to implantable cardioverter defibrillator (ICD) with left ventricular pacing only. The ICD was re-programmed to non adaptive mode, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that in episode 56 ventricular tachycardia (vt) occurred after a ventricular pacing event. The vt was terminated with shock therapy.